Event description:
It was reported that the patient had aortic valve and ascending aortic replacement surgery on (B)(6) 2013. Reportedly, on (B)(6) 2013, the patient was found on the floor unconscious due to cardiopulmonary arrest. Cardiac massage and defibrillation therapy was applied, but the patient subsequently died. The physician reportedly attempted to interrogate the subject device several times with two programmers, unsuccessfully. The physician indicted that the interrogation failure could be due to the delivery of defibrillation therapy.

Manufacturer narrative:
(B)(4), 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.